Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced severe, irreversible, permanent injury; permanent pain; organ perforation; pelvic floor damage; recurrent urinary incontinence; disability; impairment and has required additional surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4) covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
New information was received indicating that the complaint was not for a medtronic product. We will no longer be reporting on this complaint. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.